Event description:
A lead extraction procedure commenced to remove a right atrial (ra), a left ventricular (lv), and two right ventricular (rv-one capped, one active) leads due to bacteremia. The procedure was performed from both right and left surgical sites, and it was noted the patient had a prior sternotomy. Spectranetics lead locking devices (llds) were inserted into each lead to provide traction. Using a spectranetics 16f glidelight laser sheath and a spectranetics large visisheath dilator sheath, all 4 leads were removed. However, at some point, the patient's vital signs became unstable. A rescue balloon was deployed, and an innominate/superior vena cava (svc) perforation was suspected, based on imaging which showed the two rv leads overlapped in that region. Surgical intervention was not performed, and the patient did not survive. This report captures the 16f glidelight in use in the area of the suspected perforation, resulting in death. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
A2): patient date of birth unk. A4): patient weight unk. A5/a6): patient ethnicity/race unk. D4/h4): the lot number was not provided; thus the following information is unknown: unique ID, expiration date, serial number, and manufacture date. H6): perforation of vessels, great vessel perforation, and death and known risks of complication with use of the glidelight device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.